Event description:
Mom reported that the medical gloves (manufactured by the safety zone llc) caused leakage after being used for around 5 minutes while cleaning supplies in the sink. She then filled the gloves with water and saw streams of water flowing out of micro holes in the gloves. She took 2 videos and sent them to our company to view. She said that she tested some more gloves and found that 50% of them were defective.